Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver did not display any reading for about thirty minutes. Patient reported having lymphedema and that have to use a leg compress pump for circulation, during this treatment is when the patient does not get readings. No additional event or patient information is available.